Event description:
It was reported that a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in set/line) alarm occurred on a homechoice device during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.